Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's skin flap had thinned and the device extruded, for this reason the doctors decided that the device could not be used anymore. There is no allegation against the device having caused the explantation. The device was explanted on (B)(6) 2022 but the electrode array was left inside in the cochlea until the revision; until then the user is under medical treatment.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. According to the information received from the field the device was explanted due extrusion of the device through the skin. Reportedly the recipient underwent a revision surgery due to swelling above the implant three months prior. However the skin started to open afterwards. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no information available points to the implant being the source of the issue. However the presence of the device and the pressure on the skin cannot be excluded as a contributory factor. This is a final report.

Event description:
The user was implanted in (B)(6) 2018. Around approximately (B)(6) 2022 a liquid-filled swelling was observed over the implant. A sterile puncture and minor revision surgery was carried out to clean the area, drill a deeper bone bed and remove some of the muscle tissue over the implant. Two months after that the skin over the implant started to open and the device extruded. Therefore it was decided to explant the device. The device was explanted on (B)(6) 2022 but the electrode array was left inside in the cochlea until the revision; until then the user is under medical treatment.